Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: pathogen results will not become available. Batch review performed on 28 october 2016. Lot 141411: (B)(4) items manufactured and released on 23 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.